Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient that her device was not working well. Patient was transferred to ps (patient services) for troubleshooting: patient said she was increasing stimulation all the way when the por (power on reset) message appeared. Patient said that she has been having more accidents at night lately and that is why she was increasing stim. Por was first seen today. Ps reviewed the meaning and potential causes of por, and patient agreed that ins battery may be low as she's had it almost 5 years. It was also noted that patient had a CT scan a couple of weeks ago but was not clarified whether the symptoms began before or after the CT scan. No further complications were reported or are anticipated.